Event description:
It was reported that the high frequency electrosurgical unit displayed an e006 error code. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.